Event description:
It was reported that the patient had sensory loss in her ankle. The patient noted that she had a spine injury that was affecting her bladder and had a shoulder surgery. The patient stated that when she had surgery on her neck she got ¿zapped.¿ the patient stated that ¿her device was shut down during surgery because her therapy was left on.¿ the patient¿s doctor had to come down and turn her therapy back on because she got forgot her programmer at home. The patient noted that this occurred back in 2011 and her therapy had held up ¿good.¿ the patient had an appointment scheduled for (B)(6) 2013 to check her battery. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 355018, lot # w59945, implanted: (B)(6) 2010, product type accessory; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v567716, implanted: (B)(6) 2010, product type lead. (B)(4).